Event description:
It is reported that the surgeon decided to use a size 4 cpt stem, when he opened the package he found a size 2 cpt stem.

Manufacturer narrative:
Information was received form a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.